Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that quality controls (qc) were within range on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced integrated multi-sensor technology (imt) tubing and x seal. The cse flossed out the rotary valve and tower and replaced the sample probe. The cse conditioned all new tubing and replaced the imt sensor. The cse performed diluent check and ran a system check, which passed. The cse ran qc and precision testing, which passed. The cause of the discordant, falsely depressed na result on one patient sample is unknown.the instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed sodium (na) result was obtained on one patient sample on a dimension xpand plus without hm instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting higher. The corrected result was reported to the physician(s).there are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed na result.